Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot would contribute to the reported entrapment of the device. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of one perclose device was successfully pre-placed. The footplate of the second prostyle device would not retract after several attempts resulting in the device accidently becoming entrapped and a cut-down having to be performed to allow the case to continue. The sheath was upsized to a 14f sheath, and the interventional procedure was completed. Hemostasis was achieved via surgical suturing. No additional information was provided.